Event description:
It was reported that the ventilator failed the gas supply test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The reported failure in the subtest gas supply test during pre-use check, was not reproduced during test of the returned air and oxygen gas modules in a reference ventilator. No alarms were generated during ventilation. A minor deviation with the inspiratory solenoid in the oxygen gas module was found during tests in the production test system. This deviation has no relation the reported event. The failure was confirmed in the received device logs, they show that the breathning sub-system had issues reading the gas supply pressure transducers. This issue to read the supply pressure transducer could in worst case lead to a stop of ventilation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The reported problem could not be reproduced, therefore the cause could not be determined in this investigation.

Event description:
(B)(4).